Event description:
The customer reported that the systems' cine disk would not function properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine disk drive. The system was tested and found to be working as intended and put back in service.